Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump initiating rewind and prime on its own. The customer¿s blood glucose level was 207 mg/dl at the time of the incident. The customer also suspects pump may be suspending on its own. Performed an insulin pump rest, put in new battery and reviewed alarm history to find if the insulin pump suspended. The customer stated does not recall. The insulin pump will be returned for analysis.